Event description:
On 08/26/2025 the user reported that the ilet screen was cracked and the top one-third of the display was unresponsive, making the device unusable. The cause of the damage was unknown. No injuries from the cracked glass were reported. The device was synced prior to shutdown and will be returned for replacement. No hospitalization, treatment, or long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.